Manufacturer narrative:
This user facility is outside of the us. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed due to the limited information provided: device location unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to an unknown reason. During the procedure, while preparing cement mixture for cement spacer molds, the monomer liquid would not dispense into the cylinder. After a delay of approximately 30 minutes, the procedure was completed with a competitor cement spacer system.